Event description:
A customer reported issues with cgm connectivity, low blood glucose levels, and an unresponsive touchscreen. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and further action was not needed.